Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx closure device and a watchman double curve access system (was) were selected to be used. A physiological pericardial effusion was confirmed around the left atrial appendage before femoral vein puncture. Transseptal puncture was performed at an inferior and posterior location, and the laa was approached using a was. There was no pericardial effusion following the transseptal puncture. Based on the measurements, a 31mm closure device was selected. With the aim of achieving complete posterior closure, a slightly more proximal deployment was attempted; however, this resulted in an unacceptable degree of protrusion. An attempt was made to change the deployment position and axis, but the result was the same. To avoid the risk of closure device dislodgement, the physician decided to place the closure device just distal to the ostium. As no leak was observed on transesophageal echocardiography (tee), both the echocardiographer and the physician decided to release the closure device. After the release, a slight increase in pericardial effusion around the laa was noted. No changes were observed in hemodynamics such as blood pressure. The cause may be multiple recaptures and tug testing, the endocardium peeled up and took time to return to its original position, requiring time for confirmation. There was no patient health injury, the patient was already discharged.